Manufacturer narrative:
During preventive maintenance activities done by zyno, llc flow rate offset issue was observed. Cause traced to maintenance as there were no preventive maintenance activities done in 2023 which indicates that device was missing yearly maintenance required. As this issue was observed during preventive maintenance, all the issues observed were resolved. A CAPA has been opened in order to fully diagnose and address the root cause of the reported event.

Event description:
On (B)(6) 2024 during servicing activities of zyno medical devices, which includes preventive maintenance there is a flowrate offset% issue observed where flowrate offset% at pre-rework is 6% and flowrate offset at post-rework is 1%. The issue is observed during preventive maintenance, so there is no patient involved. All the issues observed during preventive maintenance activities were resolved.